Manufacturer narrative:
A ge representative evaluated the system and the event log showed only one occurrence of error message collimator too large on (B)(6) 2010, no other error messages displayed since. During testing of collimator functions, ge representative found the blades were not coming together physically or as overlays on screen. During replacement of collimator, found excessive amounts of gelatinous material covering collimator iris. The material found on collimator is to be treated as biohazardous waste. Thus, the defective collimator cannot be returned to ge surgery services as exchanged part. New collimator installed, aligned, calibrated and tested. New calibration files were saved to diskette on workstation. System operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed a collimator too large error. No patient injury was reported.